Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Low bg cause was not known, however customer suspected that pump was delivering more insulin than intended. Customer consumed carbohydrates and received assistance from paramedics and was provided with dextrose to address low bg. Review of the pump data logs by tandem technical support verified the pump was functioning as intended. Customer acknowledged the information. Recommendation was made to consult with healthcare provider regarding diabetes management.